Event description:
Rti biologics, inc. (Rti) has initiated an investigation reported on (B)(6) 2012, for a complaint of a possible post-operative infection. On (B)(6) 2012, the pt underwent a reconstruction of the anterior cruciate ligament and rec'd an rti biocleanse posterior tibialis tendon. Pt presents with swelling and pain on (B)(6) 2012, the pt's knee is aspirated and sent for cultures. The graft is removed on (B)(6) 2012. Donor and mfg records are re-reviewed as part of rti's investigation. No deviations were noted for the donor and all rti donor eligibility requirements were met. Initial rptr: (B)(6).